Event description:
It was reported that the patient experienced multiple episodes of syncope over several months, with the longest asystolic episode being about 15 seconds. During follow-up, impedance, sensing, and thresholds were normal, but there were several lead warnings. Because it was unknown whether it was a device or lead issue, both the device and lead were replaced. The device was explanted, but the lead could not be extracted. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Patient information is not generally available due to confidentiality concerns.